Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The pt is reportedly doing well. The pt's device remains implanted. This is the final report.

Event description:
Advanced bionics was made aware that during the initial surgery, the surgeon reported complications, mild perilymph leak due to enlarged vestibular aqueduct. All electrodes were inserted.